Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. The customer's blood glucose level was 292 mg/dl and it was addressed with manual injections. The customer's sister loaded a new cartridge and the customer resumed insulin therapy.